Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having issues with coming to a stop after drive. It would beep after boot up until you drive it forward. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, h6: multiple annex a codes were coded for this event. A0508 was coded for the beeping. A051206 was coded for the issues with the system stopping after driving. H3, h6: no products have been returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The following component was returned unused and is no longer relevant to this product event: product ID: bi71000221, serial/lot #: (B)(6). H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The rep tightened the right side of the strain gauge screws. The rep calibrated the digital drive voltage for right wheel voltage. The system then performed as intended. Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.